Event description:
It was reported via phone, the customer was hospitalized due to diabetic ketoacidosis. The nurse wanted to ensure the device was functioning correctly so she requested troubleshooting. Customer current blood glucose was 114 mg/dl. Customer's symptoms were nausea and vomiting. Customer's blood glucose at time of admission was 1093 mg/dl. Customer is being treated with the insulin drip. Customer's mother took the customer to the hospital. Customer's family were unsure when high blood glucose issues began and stated it's been a couple of months as customer doesn't check blood glucose properly. Drive support cap appeared normal. No air bubbles or leaks were noted. High pressure test was performed and the device passed. Nurse was advised the device is performing as designed. The device is not being returned to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.